Event description:
Additional information from the patient reported that they lost the feeling of having to urinate, so they increased stimulation to 2.1 and noted "very strong". The issue had not been resolved. The patient also reported that on (B)(6) 2016 they felt 2.1 was constantly making urination more frequent. They could not make it to the bathroom on time, so they went back to 1.8 and first felt impulse. The patient noted "much better - no having emergencies".

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient was struggling with symptoms in the last 2 days since (B)(6) 2016 and couldn't get the patient programmer to work. The patient was not able to go or hold it. The patient never felt stimulation since it was implanted on (B)(6) 2016. The patient didn't feel stimulation and therapy was turned on. The patient programmer did not turn on (B)(6) 2016. The patient replaced the programmer batteries and it turned on. The setting was at 1.6v on program 2 and the patient's spouse increased to 2.0v and they felt stimulation. Troubleshooting resolved the issue and the patient was able to use the programmer to adjust stimulation. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she felt the stimulator was too high and that she leaked on (B)(6) 2016. The patient stated that she increased stimulator to 2.3 on (B)(6) 2016. The patient noted that on (B)(6) 2016 she felt the stimulator was too high and went back to 1.8. The patient stated that she had an appointment with (B)(6) in her healthcare professional¿s office. The patient stated that (B)(6) reset the device to program 3 and noted that she was on program 1. The patient stated that the stimulator was set on 1.5. The patient stated that on (B)(6) 2016 the stimulator was readjusted to 1.9. The patient stated that she felt she couldn¿t get to the bathroom on time and leaked. The patient noted that she was able to feel impulse on 1.9.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.